Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: jailing of the stent causing occlusion/permanent damage. Device issue: no device malfunction has been reported. It was reported via a trial that there was a very small non flow limiting dissection at the distal edge of the lower stent during a procedure with the rx xience v. Reportedly, no treatment was performed. No device issue was reported. There was also jailing of a small septal branch and there was no treatment. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Dissection and occlusion are known outcomes of coronary stenting procedures, and are listed in the device instructions for use as potential adverse events. There were no reports of difficulties deploying the stent or damage to the sds which could have contributed to either patient effect. It is possible that the occlusion was related to the positioning of the stent implant, though this could not be confirmed. A definite root cause for the patient effects reported and the relationship to the device, if any, cannot be determined. There are no indications of product quality issues contributing to the outcome of the procedure.